Event description:
Patient's insulin cartridges are cracking inside of the device, causing insulin leakage. The device's piston rod appears to "jump," while priming, which reporter believes is cracking the cartridges. Additionally, reporter reported that the device's display has turned black. Patient's blood glucose was not affected and no treatment was received. At the time of the report, patient had already switched to back-up device.